Event description:
It was reported that during a laparoscopic appendectomy procedure, the device misfired. It left a gap in part of the staple line. Used blue reloads and they worked. There was no reported pt consequence.